Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she fell on her implantable neurostimulator (ins) and dented it. The patient stated she could feel the dent through her skin. The patient stated that since the fall she was having more accidents. The reported pain at the ins site, the patient also noted she irritable bowel syndrome (ibs). The patient stated she had bleeding from bowel movement and mucus. The patient reported they had pain due to increasing stimulation and not being able to sit down. The patient stated that prior to interstim she had accidents during the night and since getting interstim she no longer does. The patient noted she still had accidents during the day. The patient stated that she thought that every time she had an accident they were supposed to increase stimulation. The patient stated her husband had made 4 changes; she started at 0.4 v and she was at 1.75 and it hurt when she sat down. The patient stated they had post operation pain. The patient stated they had hemorrhoids removed prior to getting interstim. Additional information from the patient reported she needed the device reprogrammed because she was in pain; the patient noted it just throbs. The patient stated she fell in (B)(6) getting out of her granddaughter¿s bed and went backwards. The patient was on program 4 at 1.4 volts and the patient stated it hurt. The patient changed to program 1 and she was at .9 volts. The patient stated she had not tried any other programs besides 4. The patient noted she had not had an appointment with the healthcare professional (hcp) since post operation appointment. The patient planned on calling the hcp to have the device checked. The patient stated that since the fall she was having both bowel and bladder accidents, when she used to just have bowel. The patient stated she had been bleeding from the rectum since (B)(6). The patient is implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.